Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2023. During withdrawal, while the balloon was deflated and removed from the scope, it was noted that the balloon ripped off. A grasper was used to remove the detached balloon from the patient's stomach. The procedure had already been completed with the original device. There were no patient complications reported as a result of this event.